Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). The transeptal puncture (tsp) was attempted unsuccessfully twice with a non-boston scientific device. Following the second tsp attempt, a pericardial effusion with tamponade was identified via transesophageal echocardiogram (tee) and the procedure was aborted. A pericardiocentesis was performed and 420cc of blood was removed. A pericardial drain was placed and the patient was transferred to the intensive care unit. The patient fully recovered and will undergo a future laa closure procedure in a month.